Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, and h2. Corrected information can be found in the following fields: e2 and e3. E2 was updated to "no" e3 was updated as follows: MDR reporter occupation has been updated to non-healthcare professional and added the title of "isi clinical sales rep."

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical ,inc. (Isi) has not received the tip cover accessory or the monopolar curved scissors (mcs) instrument involved with this complaint for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the accessory or mcs instrument is returned a follow-up MDR will be submitted to the FDA. Isi has reviewed the sites system logs with a procedure date of (B)(6) 2020. During the surgical procedure, the surgeon used an mcs instrument (part #470179-19; lot # n1419111-0107). The mcs instrument has 10 usages allotted to it. This reported issue occurred on the instruments 2nd use. As of (B)(6) 2020, the system logs reveal that the mcs instrument was used in a subsequent surgical procedure. Isi has also reviewed the sites complaint history and no related complaints have been identified. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs instrument arced. Although there was no patient harm or injury, if this malfunction were to recur it could cause or contribute to an adverse event. At this time it is unknown what caused the arcing to occur. Follow-up was attempted, but the information was either unknown or unavailable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument sparked when the instruments tips touched a uterine manipulator (non-isi product) manufactured by a third party. At the time of the event, the swift/coag setting on the electrosurgical generator was set at level 3. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the operating room nurse and isi clinical sales representative (csr) and obtained the following additional information: the nurse confirmed a mcs tip cover accessory was used on the mcs instrument. No lubricant was applied to the mcs when the tip cover accessory was installed. Both the instrument and tip cover were inspected prior to use. The issue occurred when the uterine manipulator was in use. It was explained that the uterine manipulator uses different cups for different energy depending on the instrument used. It was suspected that the uterine manipulator may have had an impact on the mcs instrument issue. The nurse confirmed there was no damage to the mcs tip cover and that the sparking had occurred at the tip of the mcs instrument. After the procedure, the mcs instrument and the tip cover were inspected again and no damage was found. The tip cover was discarded and the customer did not plan to return the mcs instrument. The nurse confirmed there was no patient harm, adverse outcome or injury due to the event. No relevant medical tests were performed.